Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6), 2009, the patient presented with urinary retention the next day. Reportedly, a catheter was placed in the patient. On (B)(6), 2009, the retention was resolved. According to the complainant, the patient then presented with a urinary tract infection on (B)(4), 2009, and was successfully treated with an antibiotic (type and duration unknown). The patient presented with another urinary tract infection on (B)(6), 2010, and was again treated with an antibiotic (type and duration unknown). This infection was resolved by (B)(6), 2010. Reportedly, the patient has recovered from her complications. All other information is unknown.

Manufacturer narrative:
Study: (B)(4).